Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit for evaluation. The kit contained one dilator, swg assembly, ars, and introducer needle. Visual inspection of the dilator revealed that it had a deformed tip. There were no defects or anomalies observed on the other components in the kit. Microscopic examination confirmed the damaged tip. The length of the dilator body measured 4.00", or 101.6mm, which is within specifications of 95.2-108mm per dilator graphic. The outer diameter of the dilator body measured 2.869mm which is within specifications of 2.81-2.87mm per dilator extrusion graphic. The inner diameter of the dilator tip could not be measured due to the damage on the sample. The returned guide wire was passed through the dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use tissue dilator to enlarge site as required." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was deformed and compressed, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the dilator tip split during insertion. No patient injury reported. No intervention required.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the dilator tip split during insertion. No patient injury reported. No intervention required.